Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional") has confirmed there was a migrating pulse wire in ECG ¿c¿. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.